Event description:
It was reported by a customer on (B)(6) 2011 during the middle of the procedure errors 171 and 211 were received from the laser system. Per the customer , the laser system was shut off three times. Also, the customer reported that after the third time of shutting off the laser system, the procedure was able to be completed with no further issues. No patient injury was reported.